Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pocket was failed and required maintenance. A field service engineer discovered that the right fascia plate on the mini drawer had been shifted to the left, obstructing mini drawer 1.2 from ejecting which would have caused the controller board to fail, as testing the failed mini drawers in known working locations confirmed the board failure, hence the mini drawers, failed drawers were recovered and configured in both the hardware testing application and the customer application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es storage space pocket was failed and required maintenance. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no adverse events or injuries reported due to this event.